Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from the (B)(6) alleging that some onetouch verio test strips were sticking together or "pasting." She claimed when she would pull one strip out, more would come out. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the test strips had a "pasting" issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The test strips been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. The 510 (k) # is k093745.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the test strips were tested and the primary complaint was not confirmed. However, a secondary issue was noted where the control solution reading was high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.